Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit tested on an in-house system and failed normal mode as it triggered 319 error. The rolling loop fiber was swapped with a new one, error no longer occurred. When original rolling loop fiber cable reinstalled, error 319 came back. When the unit tested on patient side cart(psc) fixture test platform (pftp) (using new rolling loop fiber), it passed lissajous, carriage switches, chipencoder virtual absolute (cva) characterization, brake hold, brake release, carriage sensors check, carriage friction and advanced brake. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the customer was getting a non-recoverable 319 error on universal surgical manipulator (usm) 2. Technical support engineer (tse) stated that onsite logs show error 319 on usm 2. Staff had rebooted twice prior to calling, however there was no change. Tse asked staff if they can complete case without usm 2 and they said yes. Staff moved the usm 2 out of the way and then disabled the arm. Staff was then able to manipulate the instruments and proceed with the case. The procedure was completed with no reported injury.